Manufacturer narrative:
Device evaluation pending. Review of lot records/work orders, prior reports. No issues were noted. Wire wrap was not resolved prior to exposing inner core of device, leading to inadvertent unsheathing of ipsilateral limb of device. Damage to device required conversion to open repair.

Event description:
Access on the right side, there was some difficulty advancing the 28-16-140bl bifurcated device past the level of the aortic bifurcation. During advancement, the delivery system encountered a wire wrap. The introducer sheath was retracted, inner core was rotated multiple times. Causing inadvertent unsheathing of the ipsilateral limb. This caused a wire wrap around the main body and around the ipsilateral limb. The decision was made to remove the entire device. During retraction, the main body began to deploy. The physician decided to convert the pt to open repair. The pt tolerated the procedure well.